Manufacturer narrative:
The device was tested on the bench and no anomalies were found.

Event description:
It was reported that the patient had a pocket infection. The whole system was explanted. A new system might be implanted later. There is no further information available at this time.